Event description:
I used renu with moistureloc for my soft contact lenses on and off for years. I was diagnosed with a fungal eye infection, and told my dr I would best administer the medicines on my own (at home, although hospitalization was suggested). I was lucky; I have been left with minimal corneal scarring and some correctable vision loss.